Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii, granuloma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, granuloma, seroma-late and rupture.

Event description:
Healthcare professional reported "new episode of edema, redness and pain in breast besides liquid collection and capsular nodule noted in some exams" "sparse calcifications." "Capsular contracture of breast implants, more evident in left breast, where areas of focal thickening and nodule in the fibrous capsule are associated, findings that could be related to silicone-induced granuloma" "pericapsular enhancement in left breast inferring an inflammatory process". Device remains implanted. This record is for the left side.

Manufacturer narrative:
Reason for reoperation: silicone migration.

Event description:
Healthcare professional reported "new episode of edema, redness and pain in breast besides liquid collection and capsular nodule noted in some exams" "sparse calcifications." "Capsular contracture of breast implants, more evident in left breast, where areas of focal thickening and nodule in the fibrous capsule are associated, findings that could be related to silicone-induced granuloma" "pericapsular enhancement in left breast inferring an inflammatory process" "¿capsule was thickened and adhered to the prosthesis¿, ¿cystic spaces containing pale material consistent with silicone¿, ¿light lymph-plasmacytic inflammatory infiltrate forming aggregates¿, ¿chronic inflammatory process with fibrosis, focus deposition of fibrine¿, ¿histiocitary and giant-cellular reaction to silicon and light lympho-plasmocytary infiltrate in hyalinized connective capsule of dense periprothesis of breast¿. Device has been explanted on left side.